Event description:
It has been reported that a subdural hematoma has resulted in the need for valve explantation. The surgeon is concerned that the valve is over-siphoning. The valve remains in the pt with revision surgery to be scheduled.